Event description:
On (B)(6) 2016, the reporter contacted lifescan (B)(4), alleging an unknown issue with the subject meter. The reporter claimed that the subject meter "didn't work". No further details were provided at this time. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.